Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine pulse generator change, it was noted that the right ventricular lead was stuck in the header. The device was explanted.